Event description:
It was reported that the patient experienced six episodes of infusion set leakage on (B)(6) 2026. The leakage was observed around the adhesive area after the infusion set had been in use for a few hours. The patient replaced the infusion set, following which insulin delivery was successfully resumed.

Manufacturer narrative:
Initial 3 of 6. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.